Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "no connector in the package." This occurred upon removal from package, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one unopened sample was returned in it's original packaging. During visual inspection, the connector was found missing and 5 bags of suction tube with 1 extra bag included. Complaint was confirmed. The potential cause of the missing component was due to the method not being followed (incorrect handling). A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.